Event description:
Essure led to three surgeries including hysterectomy. Diagnosed with microscopic colitis within a year after implanting essure. Essure was embedded in uterus and perforated through one side of uterus. I suffered horrible pelvic pain for eight years. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).